Event description:
Per the user facility, after a procedure the weight shown for the lap sponges was higher than expected. The device displayed an error message. The user facility manually weighed the sponges and determined the estimated blood loss was incorrect. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the user facility, after a procedure the weight shown for the lap sponges was higher than expected. The device displayed an error message. The user facility manually weighed the sponges and determined the estimated blood loss was incorrect. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.